Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was fluctuating for a short period of time. Customer's blood glucose was approximately 300 mg/dl. Customer resumed pump therapy.